Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/11/2010 and 06/28/2010 by phone, fax, and mail. A quality questionnaire was received on 06/08/2010. A completed follow up questionnaire was received on 07/01/2010. (B)(4).

Event description:
Adverse event(s): "capsule ruptured" (capsular bag tear, posterior). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A user facility reported that an intraocular lens (iol) was "implanted and removed". In a follow up, a nurse reported that a capsular rupture occurred during the iol implant procedure. A vitrectomy was performed. The surgeon indicated that following insertion of the iol, the haptic broke. The iol was exchanged for a different model lens. In a follow up, the surgeon reported the event resolved.